Manufacturer narrative:
B5 correction: the event description was updated to clarify a date error regarding "2024-_cot-31". The correct date is 2024-oct-31. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that a nurse refilled the patients pump on (B)(6) 2024, and when checking the logs noticed pump motor stalls occurred. As per the logs, the following occurred: (B)(6) 2024 19;21 - critical alarm regarding pump motor stall, (B)(6) 2024 20:42 - pump motor stall recovery occurred, (B)(6) 2024 16:14 - critical alarm regarding pump motor stall, and (B)(6) 2024 16:41 - pump motor stall recovery occurred. The patient could not explain any environmental or potential magnetic objects they own that would have caused stalls. The cause of the stalls was unexplained. The nurse was monitoring the patient and pump reservoir volumes at this time. No actions were taken at this time. It was unknown if surgical intervention was planned. The issue was resolved as of (B)(6) 2024. The pump remained implanted and in-use. The patient was without injury regarding their status as of (B)(6) 2024.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The cause of the intermittent motor stalls was not since determined. There was no resolution, but the patient was being brought back for close monitoring regarding more frequent log checks to see if any more motor stalls occur.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that a nurse refilled the patients pump on (B)(6) 2024, and when checking the logs noticed pump motor stalls occurred. As per the logs, the following occurred: on (B)(6) 2024 19;21 - critical alarm regarding pump motor stall, on (B)(6) 2024 20:42 - pump motor stall recovery occurred, on (B)(6) 2024 16:14 - critical alarm regarding pump motor stall, and on (B)(6) 2024 16:41 - pump motor stall recovery occurred. The patient could not explain any environmental or potential magnetic objects they own that would have caused stalls. The cause of the stalls was unexplained. The nurse was monitoring the patient and pump reservoir volumes at this time. No actions were taken at this time. It was unknown if surgical intervention was planned. The issue was resolved as of on (B)(6) 2024. The pump remained implanted and in-use. The patient was without injury regarding their status as of on (B)(6) 2024.